Event description:
It was reported after implantation, intermittent oversensing was observed as far-field p-wave oversensing. The lfa filter was turned off. No adverse consequences were detected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.